Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received several inappropriate shocks for svt or non sustained vt. The device was reprogrammed. The patient was encouraged to resume taking his medication of beta blockers. The device remains implanted.